Event description:
Pt purchased this product to help with their and spouse's allergies, it was FDA approved to remove 99.99 percent allergens as a medical device. Both br take allegra d presciption and this device has not shown to reduce anything. It is too noisey to operate in a room to sleep. Both have seen no proof it removes allergens as stated. The distributor says it works. Not in this house.